Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed hives/blisters on his back, neck, and shoulders. Area was red, bumpy, itchy, and some of the blisters ruptured. The patient's physician prescribed a salve for the irritation. The patient reported that the irritation improved after removing the device and using the prescribed salve. Scabs still remain.